Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) displayed a red screen, indicating a possible video cable issue while the device was in use. No harm or injury to the patient was reported.

Manufacturer narrative:
Due to characterization limit e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.